Manufacturer narrative:
No report of patient involvement. The reported issue was due to another manufacturer's hose. No report of patient involvement. The reported issue was due to another manufacturer's hose.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.